Event description:
Boston scientific received information that this right ventricular (rv) lead was removed and replaced due to a lead fracture found prior to pocket closure. No adverse patient effects were reported. The lead will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edges of both the distal and proximal shocking coils. Associated with this was a slight stretching of the proximal ends of these shocking coils. The separation was a result of excessive drag on the gore and the shocking coils. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. While analysis confirmed that the shocking coils had become stretched during the implant procedure, resistance testing verified this lead was electrically continuous and had not fractured. Under normal circumstances, separation of the gore covering from the medical adhesive and stretching of the shocking coils will not impact the functionality of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.